Event description:
It was reported through the attorney for the pt as a result of a legal claim that allegedly, "the pt suffered pain and limited mobility."

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.